Event description:
The MFR received info alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board was replaced to address these issues.